Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the day before yesterday the stimulation was malfunctioning and bothering them so much that it made their toes curl and their labia flap very uncomfortable so they tried to turn the stimulation off. Patient stated they had to recharge both of their devices to get them to respond so they programmed their device all the way down to zero and turned it off. However patient reported they are leaking all the time so they have to put it back on again in some program that is not going to drive them crazy. Patient tried to use it last night and they can't get it to work. Caller stated that they have been issues with the stimulation for several months. Pss walked the caller through the steps of connecting to the ins. Reviewed therapy information and general programming guidance. Caller stated that the ins is dying and is needing to be replaced. The caller stated that they are needing a MRI prior to the ins battery replacement. Patient was able to successfully connect to implant and activate MRI mode. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Redirect to doctor if issue persists.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.